Event description:
It was reported that the patient had been treated for hypoglycemia. The patient's blood glucose levels reached 300 mg/dl but had dropped to 40 mg/dl while wearing the pod for 72 hours. Upon arrival of the paramedics the patient was treated with intravenous fluids. The patient was given juice as well as peanut butter crackers. The paramedics were with the patient for 10 minutes. The patient was not brought to the hospital. The patient reports the following day their blood glucose level had dropped and the patient was able to lower their blood glucose levels by food consumption. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.